Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained that the elecsys acth test system (acth) results for 1 patient tested on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer do not match the clinical picture for the patient. Refer to the attachment to the medwatch for all patient data. It is not known if the incorrect results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Further investigation confirmed the high acth results in an external laboratory using the immulite 2000 method. A general reagent issue could not be identified. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer provided samples for investigation. The results were similar to the customer's acth results.

Manufacturer narrative:
The acth results tested on the e170 were different samples collected at different times from the patient. The cortisol results unit of measure were nmol/l.